Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the port on the crossfire2 will activate the sound of the wand, but the wand itself will not work. This happened with multiple lot numbers. They replaced the console, and the same wands worked fine.

Event description:
It was reported that the port on the crossfire2 will activate the sound of the wand, but the wand itself will not work. This happened with multiple lot numbers. They replaced the console, and the same wands worked fine.

Manufacturer narrative:
Alleged failure: issue: rep says "as port on crossfire2 will activate the sound of the wand, but the wand itself will not work. Happened with multiple lot numbers. I replaced the console, and the same wands worked fine. This is a brand new crossfire2 and should be under warranty. I am requesting we replace this crossfire2. These crossfire2 consoles were removed from their boxes and installed on (B)(6) 2025 on the endo mobile towers along with our endo rep". The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the power board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.